Event description:
As reported by implant patient registry, approximately 2 year and 5 months post implant of a 23mm sapien 3 valve in the aortic position, the valve was explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Manufacturer narrative:
Corrected typo in d.1 device name. Updated h.6 codes based on investigation closure. The valve was not returned for evaluation. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. Accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Device explant is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra ) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve explant was unable to be confirmed based on provided medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve was not available for evaluation. The reason for explanting the valve approximately 2 years and 5 months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time.